Manufacturer narrative:
The reported events of interrogation failure and inappropriate magnet response were confirmed. The device was received with no telemetry communication and normal output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found at normal level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities and passed all quality control tests prior to distribution.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during an in-clinic follow-up, the pacemaker (pm) exhibited inappropriate magnet response which resulted in failure to interrogate. The pm was reprogrammed. There were no patient consequences.

Event description:
New information received notes that the patient was in stable condition.

Event description:
New information received notes that the device was explanted and replaced. The patient condition was unknown.